Event description:
A 2.5mm diameter x 14mm length endeavor sprint drug-eluting coronary stent delivery system was inserted into the patient for treatment, however the physician could not deploy the stent as a leak was noted in the device. No additional clinical sequelae were reported and the patient is fine. The device was returned to the manufacturing site for evaluation. The device was kinked distal to the strain relief. The distal tip was damaged indicating that it had been stubbed against something. Initial mandrel movement failed due to a blockage in the inner lumen. A clear crystallized residue was removed from the inner lumen and there was a large amount of clear crystallized residue present in the inflation lumen. The inner and outer shafts were ripped beginning at the guide wire entry port and continuing for 5.5mm distally. Negative purge did not confirm the presence of a leak possibly due to the presence of residue in the inflation lumen. The device was placed in water bath to disperse the residue. The residue was dispersed and negative purge confirmed the presence of a leak. The leak was located distal to the guide wire entry port where the inner and outer shafts were ripped. The nature of the damage to the shaft suggests that the guide wire may have ripped through the entry port and distally along the shaft. The possibility exists that the guide wire may have been damaged resulting in resistance as the device was advanced to the target lesion and the subsequent ripping of the inner and outer distal shafts. However, this cannot be confirmed as the guide wire was not provided for evaluation and only limited information was received.

Manufacturer narrative:
(B)(4). Evaluation, results: (limited information in relation to the case available).